Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional (hcp) reported via a manufacturing representative that the patient had a minor motor vehicle crash and developed unilateral intermittent electrical shock dysesthesia (touch an area of his body and patient felt like burning sensation and paresthesia). They interrogated the device, impedance was normal and patient was getting good efficacy. The hcp had also tried "inc/dec" voltage without any relief. A week later, the hcp further reported that the x-ray was taken and it was normal. They reprogrammed implantable neurostimulator (ins) to different contact, lowered amplitude (voltage) and turned off the affected side. The indications for use for this patient were parkinson's dual and movement disorders.